Event description:
It was reported the customer had a bolus anomaly. It was also found the customer had a blank display after inserting a new battery. Customer reported their insulin pump delivered an unprogrammed bolus after the blank display occurred. Customer's mother was able to stop the bolus delivery at 10.1 units. The customers blood glucose was 13.1 mmol/l at the end of the call. The customer's mother requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored for several days and no unexpected bolus deliveries noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.